Event description:
During the procedure, the tip of the 195cm regatta guidewire unraveled and broke off in the ivus catheter. There was no patient injury reported and the product will be returned. Alert date to manufacturer was 05/08/2007.

Manufacturer narrative:
The product has been returned; however, the evaluation has not been completed.